Manufacturer narrative:
Concomitant medical products: 3487a pain stim lead, implant date: (B)(6) 2001; 7427 pain stim ipg, implant date: (B)(6) 2001; 3487a pain stim lead, implant date: (B)(6) 2001. F information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the the patient experienced a pocket infection. Antibiotics were administered and a drain was used. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.